Event description:
With stimulation turned on a pt felt their stimulation "sputter and kick", and then it "kind of went off". The issue occurred following a shower, and 2 hours after the pt was using a laptop placed on their thigh and stomach (at a 45 degree angle), while being in a seated position. The next day, they couldn't get the device to function correctly at all, and the stimulation felt like it was increasing and decreasing. The device was charged two nights prior to the issue. The pt was using a program for their back, with a setting of 5.40. The pt did not have any prior falls or trauma. The pt's outcome was not reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).